Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2015 at 7:17 a.m. A spacelabs receiver module model 90478 failed to generate a high priority alarm for bradycardia to the central monitor; it was instead processed as a low level alarm. No one was injured as a result of this event.

Manufacturer narrative:
The customer provided patient retrospective database confirms the presence of a low heart rate event with associated high priority alarm at the reported event time. There was no malfunction. This report is complete and this issue is considered closed.